Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years. The patient remains ongoing on pump support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had several episodes of gastrointestinal (gi) bleeding. The gi bleeding was reportedly, status post gastrostomy-jejunostomy (gj) tube placement and complicated with acute bleeding with visible vessel at the site of gastrostomy tube treated with fulguration. The patient also had severe extensive vascular disorder which caused ischemic colitis and an endoscopy for hematochezia was performed. The patient current complaint was chronic abdominal pain, was primarily in the right and left lower quadrant with no radiation to the back. The patient did not have increase with the feeding. The patient had a rectal tube and had normal bowel movement which was loose and brown. The morning of (B)(6) 2017, the patient developed nausea and had one episode of 50cc coffee ground emesis, in setting of previous unreported upper gi bleeding, without recurrence. The patient denied recent blood in stool or melena. The patient reported taking oral iron supplements with dark stool at baseline. The patient had not experienced any hematemesis, but had been vomiting two times per week, reportedly never brown or red in color. The patient reported feeling a bit weaker than normal and denies any abnormal symptoms. The patient was taking coumadin and aspirin. Last dose of coumadin was on (B)(6) 2017. On (B)(6) 2016, a colonoscopy was performed, the bleeding was reportedly a multiple deep ulcers in the rectosigmoid colon with concern for contained perforation. On (B)(6) 2016, a sigmoidoscopy revealed an altered mucosa vascular pattern with ulcerations and friable mucosa in the proximal rectum, in the mid rectum, and in the rectosigmoid colon and the distal sigmoid colon compatible with the previously diagnosed ischemic colitis. An esophagogastroduodenoscopy (edg) was also performed and found non bleeding esophageal ulcer and congestive gastropathy. On (B)(6) 2016, another egd showed normal esophagus. Erythematous mucosa in the stomach, resembling in part portal hypertensive gastropathy. A single bleeding angiectasia in the duodenum was treated with argon plasma coagulation (apc). On (B)(6) 2016, an egd showed normal esophagus. One bleeding angioectasia in the stomach and was treated with apc. On (B)(6) 2016, an egd revealed visible vessel at the site of gastric tub which was treated with fulguration.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported gastrointestinal (gi) bleeds could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.